Manufacturer narrative:
The t:slim x2 pump user guide states that the pump is indicated for use with novolog or humalog u-100 insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 396 mg/dl with a negative level of ketones. The customer was using apidra insulin and thought that this was the cause of the high bg. The customer reverted to using a non-tandem pump to manage diabetes.